Event description:
It was reported that during a pci treatment procedure, the graphix guidewire fractured. The pt was asymptomatic during this event. The physician used a 7f introducer sheath for vascular access, and a 7f wiseguide guide catheter. The graphix guidewire was placed for protection of a tortuous intermediate coronary artery while the left anterior descending coronary artery was treated. The fracture occurred at the junction of the middle and distal one third of the radiopaque part of the wire, and it resulted in complete separation of the polymer and corewire. The fractured tip was positioned very distally in a middle sized artery, and there was no indication of flow disturbance, therefore, it was left in the pt. Pt status is reported as 'good'.